Event description:
A health care professional reported that during implantation attempt, haptic was torn and surgery completed on the same day. There was no patient contact and no patient impact was reported. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9., d.10., h.3., h.6., and h.11 the lens was returned positioned incorrectly (posterior surface up) in the lens case. Viscoelastic was dried on the lens. One haptic was broken in the gusset area. The broken haptic was not returned. The optic edge was broken. The broken lens material was not returned. The anterior optic surface was gouged and cracked between the optic center and the optic edge. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified cartridge was indicated. The company lens model has been qualified only for use in the company b or c cartridge. A non-qualified viscoelastic was also indicated. The associated handpiece injector used with this lens/cartridge combination is unknown. The indicated active sentry handpiece is not a company handpiece for cartridges, but is an instrument used in the removal of the cataract prior to lens implantation. The reported haptic damage was observed. Additional lens damage was also observed. The root cause is most likely related to a failure to follow the IFU (instructions for use). A non-qualified cartridge and non-qualified viscoelastic were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues or damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).